Manufacturer narrative:
Follow-up #1 date of submission 02/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on 02/01/2016 with the following findings: a visual inspection of the battery cap showed that it was undamaged and the cap contacts measured within specifications. The battery cap was able to securely attach and tighten on to the pump. The cap could also be removed. The complaint was not duplicated during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated intermittent power issue and inability to tighten the battery cap. In addition, it was reported that the battery cap was damaged and the yellow o-ring was visible. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of an intermittent power issue.